Event description:
The patient's weight was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (12.5 mg/ml at 10.03-1.32 mg/day), clonidine (200 mcg/ml at 160.48-21.12 mcg/day) and fentanyl (400 mcg/ml at 5000max mcg/day) via an implantable infusion pump. It was reported that beginning on an unknown date the patient could not handle bupivacaine and that it was causing numbness so it was being replace all the drugs with fentanyl. They patient was at a dose of 10.03 mg/day of the bupivacaine and it was decreased by 60% to 1.32 mg/day; however during the bridge bolus to remove the bupivacaine and clonidine the hcp put it at the original dosing and the patient experienced "chest pain, paresthesia, facial numbness, and her arms are heavy". The bridge had dispensed 0.232 ml of the original 0.534 ml bridge bolus, leaving 0.302 ml left to dispense. It was calculated duri ng the call it would be able 6.2 days running at the lowest dose of 192.1 mcg/day of fentanyl 4000 mcg/day before the old medication would be through the catheter. The nurse understood and updated the pump with these changes and without a bridge bolus.